Event description:
Complainant alleged that while attempting to treat a pt, the device would intermittently shut off and the device would self select advisory mode without the user pressing the analyze button. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.